Event description:
It was reported the system intermittently shut down during use. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.